Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR # 1225714-2013-02559.

Manufacturer narrative:
Updated to reflect the additional information that was received from the patient's attorney. Updated to correctly reflect the sex of the patient. This is one of two device reports associated with this event.